Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:40:24 edt 2017 with MFR# 3004753838-2017-51800 the ack3 was received on fri sep 01 19:40:24 edt 2017 with coreid: ci1504308817827.488911@fdsuv08654_te1.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does boot and charge but perpetually rebooting.. Functional testing was performed and there was no failure detected related to the complaint. Open receiver, detached ui pcba, and retrieve the receiver download .the receiver log was reviewed and firmware errors and screen error alarms were observed. The complaint was confirmed for receiver initializing screen without manual restart due to receiver perpetually rebooting and found "reboot receiver - error recovery" without "user" shutdown within the investigation window.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).